Manufacturer narrative:
(B)(4).product does not returned for evaluation yet.most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is comparing the blood glucose test results from truebalance meter to one at the hospital meter. A back to back blood test was performed by the customer and produced test results of 200 mg/dl using truebalance meter and 255 mg/dl using hospital meter. The test strip lot # is not provided. The customer provided previous results from the meter memory: 55 mg/dl, 100 mg/dl, 112 mg/dl.